Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station keeps rebooting. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting. A technical support specialist (tss) reviewed the remote support service (rss) logs and discovered that the device had rebooted approximately 62 times over the past week. The event viewer showed multiple kernel-power 41 errors, indicating unexpected shutdowns with minimal time gaps between reboots. After checking the device operating system integrity, it was determined that the operating system was corrupted and the device needed to be reimaged. The tss reimaged the device due to the operating system corruption. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station keeps rebooting. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.